Event description:
The advocate stated the customer received a blood glucose reading of 460 mg/dl from the contour meter, re-tested on a different meter and received 121 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer has no strips left to return for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The initial reporter phone and address were not provided.